Event description:
It was reported that an atrial lead warning had triggered. The trend data was reviewed for a possible lead fracture. The trend data showed many high rate episodes which may have been indicative of noise, and lead impedance out of range occurred. It was also noted that the atrial capture management had not run for a few weeks. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.